Event description:
It was reported that the device was explanted due to the activation of the eri status. In addition, increased charging times of the high voltage capacitors were observed.

Event description:
It was reported that the device was explanted due to the activation of the eri status. In addition, increased charging times of the high voltage capacitors were observed.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the device could be properly interrogated, displaying the eri battery status. The device was implanted for about 22 months and six charging cycles were recorded in the devices memory. Inspection of the ICD memory content was performed. The reported charging time of the high voltage capacitors of >20 sec. Was confirmed. This led, as expected, to the activation of the battery status eri. The battery was not depleted. Next, the ICD was subjected to an electrical analysis. The current consumption of the device was measured and proved to be normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, however, due to charging times >20 sec. A shock was not delivered. Therefore, the device was opened to inspect the inner assembly. The visual inspection of the inner assembly showed no anomalies. Further extensive analysis of the electronic components revealed that one high voltage capacitor was damaged. This damage led to an elevated leakage current of that capacitor during the charging process, causing a prolonged charge time. In conclusion, the clinical observation resulted from a damaged high voltage capacitor. The manufacturing records document a normal device production. In particular, the final acceptance test proved the device functions to be as specified. It is therefore assumed, that the damage occurred after the device shipment. The ability of the ICD to provide anti-bradycardia therapy was not compromised.